Manufacturer narrative:
The reported failure of the internal battery pack is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo, USA ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy evo device at the third-party service center, it was documented that the device had a permanent failure of the internal battery. The device's internal battery pack was replaced to address the issue. Additionally, the device's muffler assembly, particulate filter, and air inlet foam filter were replaced because they were stained and dirty.